Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that the pt developed worsening of pre-operative urge symptoms after a sling procedure. The medications used to treat the symptoms were not reported.